Event description:
The facility reported an infusor pump with a constant occlusion alarm. This condition occurred during programming/set-up in the anesthesia department. The reported condition may have been a false alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with an occlusion alarm was confirmed and reproduced during product evaluation. The root cause was due to an out of adjustment occlusion switch.. The switch was readjusted to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.